Manufacturer narrative:
The instructions for use (IFU) for the gore® dryseal flex introducer sheat states: do not attempt sheath advancement or withdrawal without guidewire and dilator in place, and locked to the hemostatic valve. Major bleeding, vessel damage, or serious injury to the patient, including death, may result. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2019, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. During deployment of the trunk ipsilateral leg component it was reported that the device move approximately 5mm distally of the intended landing site. To remedy this, two aortic extender components were implanted within the proximal trunk to regain and extend coverage proximally. An iliac extender component was implanted on the right side and a contralateral leg component was implanted on the left side as planned. Intra procedure determined a type ii endoleak and a dissection of the right external iliac artery dissection believed to have been caused by a gore® dryseal flex introducer sheath used for advancement of the endoprostheses. A bare metal stent was implanted to treat and cover the area of the dissection. The procedure was concluded without treatment of the type ii endoleak. The patient tolerated the procedure and will be monitored by the physician for the type ii endoleak. It was reported that the patient's the left external iliac artery was weak and that advancement of the gore® dryseal flex introducer sheath approximately 5mm without the dilator may have contributed to the dissection.